Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. On january 19, 2010, it was reported by the complainant that the needle would not come out of the device. They used a gold probe device to complete the procedure. Additional information was received from the nurse on (B)(6), 2010. They were able to extend the needle without issues. However, they were not able to retract the needle during the procedure. The device exited the scope, and was removed. They also attempted to flush water through the device, but they could not get any to flow out of the irrigation channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The visual inspection during analysis revealed the needle exposed from the ceramic tip. The needle will not retract upon actuation. The catheter is kinked and bent along the entire working length of the catheter. The catheter shows a puncture mark in the catheter wall. The catheter is kinked at approximately 2 cm prior to the puncture mark; the hypotube is fractured in the location of the kink noted. The hypotube being fractured will not have allowed the needle to retract upon actuation of the needle hub, nor allow the water being applied to the irrigation hub to reach the tip, as the water must flow through the hypotube in order to reach the ceramic tip. Attempts to extend/retract the needle with the catheter/hypotube being kinked will cause the hypotube to fracture upon continuous actuation of the handle. This may cause the hypotube to exit the catheter wall, thus causing the puncture hole present in the catheter wall noted during analysis of the device. Based on the findings of the device investigation, the most probable cause of this failure is attributed to "operational context". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. On (B)(6) 2010, it was reported by the complainant that the needle would not come out of the device. They used a gold probe device to complete the procedure. Additional information was received from the nurse on (B)(6) 2010. They were able to extend the needle without issues. However, they were not able to retract the needle during the procedure. The device exited the scope, and was removed. They also attempted to flush water through the device, but they could not get any to flow out of the irrigation channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).